Event description:
Co rep. Is reporting that some time in june 2005 during an arthroscopic labral repair, the distal portion of a 60 degree suture grasper was not able to be retracted into it's sheath causing the distal end become deformed while removing the device through the soft tissue. The case was concluded without further incident or harm to the pt.

Event description:
Co rep. Is reporting that some time in june 2005 during an arthroscopic labral repair, the distal portion of a 60 degree suture grasper was not able to be retracted into it's sheath causing the distal end become deformed while removing the device through the soft tissue. The case was concluded without further incident or harm to the pt.